Manufacturer narrative:
The device history records for lot 1024139 were reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
Dr (B)(6) reported injecting a female pt with radiesse into marionette lines on (B)(6) 2011. She had increased bruising and swelling in the area for the first week. Dr (B)(6) saw the pt on (B)(6) 2011 as her swelling increased to more than double than initial and her neck lymph nodes were enlarged. He started the pt on oral bactrim x 10 days, dose and frequency were not reported, as infection was suspected; and on (B)(6) 2011, he started the pt on medrol dosepak. On (B)(6) 2011, during medical consultation with dr (B)(6), etiology was reviewed. Given the pt had initial edema and bruising that was believed to be within normal limits as noted by dr (B)(6), the pt's later development of much more pronounced facial edema and lymph node involvement is what prompted this physician's call. The pt had a bilateral lymphadenopathy, virtually no erythema, she was afebrile, all injection sites healed over without signs and symptoms of infection, and there was no exudates to culture. He treated with bactrim and oral prednisone, which worked well as the pt has since notified him and stated her symptoms have gone away. Per consultation, given the timing of the onset of the acute, facial edema, the likely etiology was infectious in nature. If bacterial, the antibiotic resolved it. If viral, it likely ran its course and the pt's body resolved it. If there was an underlying component of inflammation, the oral prednisone resolved it. Pt current status is "improved to the point of almost complete resolve as of (B)(6)-2011". No f/u info was received from dr (B)(6).